Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the opening of the anatomic 135 degree size 10 global unite proximal body was unable to attach to the global unit size 10 standard stem.

Manufacturer narrative:
No device associated with this report was received for examination. Manufacturing process error has been confirmed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.